Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 5/12/22 and placed into service on 8/18/22 with battery pack serial number (B)(6) . Analysis of the log files from the AED did not identify a cause for the depleted battery pack but showed the AED operated as designed and notified the user of the low battery status.

Event description:
A customer reported that their AED will not power on with their battery pack serial number (B)(6) , but it will power on with a spare battery. They reported that this did not occur during patient use.